Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 422 mg/dl, 98 mg/dl, 128 mg/dl, and 315 mg/dl. Low blood glucose symptoms were reported with these results. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.